Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325cc breast implant and experienced breast pain, drooping, and deflation on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On mar 9, 2023, additional information was received indicating the patient also experienced deflation on the left side. The date of explantation was identified as feb 22, 2023. This report is for the right breast prosthesis. Reason for device explant and/or reoperation: breast pain, deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 10, 2023, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation. Manufacturer¿s reference number: (B)(4).